Event description:
It was reported that the light head has been broken off the spring arm. No harm or significant impact to the procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The investigation revealed that the light head detached from the spring arm caused by the crescent key which moved out of the groove of the connection point. The crescent key is secured by a sleeve which ensures the crescent key will stay in place. The sleeve is secured by a screw to stay in place. In march 2022 the light head was dismantled and installed again for a service work. It is most likely that the screw was not installed again which allowed the sleeve to move from its intended location. The cause of the event was traced to an installation failure. Based on this, no further action is required.

Manufacturer narrative:
Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
It was reported that the light head has been broken off the spring arm. No harm or significant impact to the procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).